Event description:
It was reported that the patient with this newly implanted pacemaker passed away 10 days after their system implant procedure. The patient was reported to have never left the hospital after the procedure. All evidence indicates the pacemaker remains in situ and is buried with the patient. No additional adverse patient effects were reported.